Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during investigation, it was found that the keypad was torn. Moisture was visible in the display. It was found that the pump fails to power on. A keypad leak was found during leak testing. The pump was opened and moisture damage was found inside. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: d1e, date of manufacture: 7/2009.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
There was no reported patient impact associated with this complaint. It was reported that keypad button presses did not activate desired pump functions. The patient stated that the ok button became unresponsive after she soaked in a jacuzzi with the pump attached. She said that the pump emitted sleep error alarm, she attempted to activate the ok button to verify information, and the pump did not respond to any button presses. The patient was cautioned by customer support against exposing the pump to temperatures above 104 f; the patient did not report the temperature of the water in the jacuzzi which can exceed 104 f.